Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the device due to post-paced t-wave oversensing. Device reprogramming is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.